Event description:
Patient reported it was reported that an unspecified malfunction occurred. The patient stated that the transmitter had failed but they could not provide the exact error message on the device. The patient experienced hallucinations and spasm, so she called 911. When the paramedics arrived they took a bg reading which was 1500 mg/dl and the cgm was not working. The patient was treated with fast acting insulin and was taken to the hospital. The patient was admitted to the hospital for 1 month. At the time of the report the patient was recovered. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Data was provided for investigation. A review of the performance data for the sensor session in question indicates that following the initial warm-up period the estimated glucose values (egv) started out high (314 mg/dl) which triggered a high glucose alert almost immediately. This alert was at 40 percent volume and was snoozed and acknowledged. The egvs continued to rise until reaching the maximum displayable value of 401 mg/dl and remained at that value until a temporary sensor failure occurred followed by a sensor failed event due to high count aberrations. No additional sensor sessions were allowed to be started on the transmitter because it was at end of life. Data was provided for investigation. The allegation was confirmed. The probable cause was determined to be high counts aberration.

Manufacturer narrative:
(B)(4).